Event description:
A patient underwent an angioplasty procedure using the vaccess pta balloon. It was reported that during removal, the balloon allegedly broke apart. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the distal end of the balloon was missing and not returned. It appeared to be a compound rupture on the proximal end of the balloon exposing the inner gw lumen. Marker bands were present. The luer and y-body was bloody. Due to the condition of the device such as compound rupture, no functional testing could be performed. Therefore, the investigation is confirmed for the reported detachment and identified compound rupture as compound rupture was noted to the balloon and distal end of the balloon was not returned. A definitive root cause for the reported detachment and identified compound rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (dqy; lit), g3, h6 (device, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient underwent an angioplasty procedure using the vaccess pta balloon. During the removal, the balloon allegedly broke apart. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b: (dqy; lit). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.